Event description:
The device was returned for a pneumatic valve leak. Device displayed a red pump service alarm after start up. No mock infusions could be performed due to the alarm. The device was opened to inspect for internal damage and perform testing on the pneumatics assembly. Damage was located on the retaining plate near the lever arm. The pneumatics system was able to pass recharge testing but failed hardware testing, displaying a tank leak failure. The installed manifold block was swapped out with a block used for engineering and testing purposes. The pneumatics system was able to pass testing with the engineering block installed. This indicates that the installed compressor is functioning as expected and that the valves are defective.

Event description:
The following has been reported: biomed reported: service needed error. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.